Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced several episodes of peritoneal infections. The cause of the events were unknown. It was not reported if the patient was hospitalized. Treatment for the events was unknown. At the time of this report, the patient was recovered from the events and pd therapy was withdrawn. No additional information could be provided as the reporter declined follow up.